Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 8.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. Inflations were performed four times at below 12 atmospheres (atm) for 30 seconds each time. However, during the fourth inflation at 10 atm for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.